Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. This was identified during setup and preparation prior to patient use. The device was filled with cytostatics. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between may 22, 2020 to may 26, 2020. H10: the device was received for evaluation. Visual inspection was performed which noted fluid inside the bag containing the device. When the device was removed from the bag, the cause of fluid inside the bag was found to be the untightened blue winged cap. The cap thread was not exposed and a white mark was not observed inside the cap. A functional leak test was performed by filling the device with green colored water. After fill and prime, the cap was hand tightened and monitored until the next day. No signs of leak were observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.